Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient was taken to the emergency department (ed) by his family by car. The patient took a bg reading at home. However he cannot remember number since his passing in and out. The patient experienced dizziness, nausea, loss of consciousness and vomiting. The patient only could remember that the value was low. They treated the patient with baqsimi (nasal glucagon) spray before taking the patient to the hospital. The patient couldn´t remember the medication provided nor the bg nor cgm readings. The patient was discharged after 4 hours and was sent home once confirmed he was stable. At the time of the report the patient was fine. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.